Manufacturer narrative:
The pump was received with a solid white display / blank display due to broken traces on the lcd glass. The pump was received with a cracked case on the back at the battery tube area. The pump was received with a cracked keypad overlay at the select button, and minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump. Customer tried to clean the battery cap but it was still not working. Customer was advised that the pump will need to be replaced.